Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the device was partically fired and the nurse cut her finger on the knife. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.